Event description:
An end user called in and stated she has multiple open areas on her peristomal skin. The end user stated she has one (1) to the left side of her stoma measuring 10mm, one (1) to the proximal end of her stoma measuring 10mm, one (1) to the right of her stoma measuring 25mm and one (1) under the tape collar measuring 10mm.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she changer her wafer every 2 days so she can apply max absorb to each wound. The end user stated she uses reliamed adhesive remover, protective barrier wipes, stomahesive powder and stomahesive paste to her peristomal skin. The end user also stated she wears an ostomy belt. The end user went on to state she saw her surgeon and ostomy nurse who recommended applying the max absorb to the open areas. The end user also saw a dermatologist who recommended she follow the ostomy nurses recommendations. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected.